Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked; further reported as "liquid leakage in the connection point of patient line". This occurred during patient use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. Visual inspection of the photographs revealed a leak. The reported condition of leak was verified. Due to the nature of the sample (photographs) functional testing could not be performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.